Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to have dislodged. This lv lead was surgically abandoned in the patient. No additional adverse patient effects were reported.